Manufacturer narrative:
The phaco handpiece (hp) was received. And a visual assessment of the returned phaco handpiece found no visual nonconformity. The returned phaco handpiece was connected to a calibrated cataract system, where it passed tuning, but displayed system message (sm) [u/s hp failure handpiece voltage low (short circuit)], during a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A closed electrical circuit was confirmed, using resistance box. A temperature test was performed, where the phaco handpiece was found to have an elevated hp shell temperature. Disassembling the handpiece, revealed a twisted high electrode causing the observed failure mode. And confirming, the reported events of high temperature and phaco performance issues. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a twisted high electrode. However, how or when the electrode became nonconforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the phacoemulsification handpiece was working moderately and became warm. Torsional power was set to 100 percent. The nucleus was noted as "rock hard." An alternate handpiece was used to complete the case. There was no patient harm. Additional information has been requested, but none received.